Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Complaint sample was evaluated and the reported event was confirmed. On visual inspection, the screw appears to be in good overall condition. The tip is still sharp, but there is damage to the cross drive consistent with the reported event. Additionally, there was also damage to the screw threads consistent with an insertion attempt. Functional testing confirmed the screw could not be retained on a blade. DHR was reviewed and no discrepancies were found. Investigation results concluded that the reported event was due to damage sustained during the insertion attempt. This could have been due to an off-axis insertion attempt or over torqueing, using the incorrect blade. The instructions for use (IFU) for this product provides the following information regarding bone screws: bone screws: the screwdriver, which has been designed, for a particular system of screws must always be used to be sure that proper screwdriver/screw head connection is achieved. Incorrect alignment or fit of the screwdriver to the screw head may increase the risk of damage to the implant or screwdriver. Excessive torque can cause the screw to fracture. Self drilling screws may fracture, bend or break if used in a bicortical application. A summary of the investigation was sent to the complainant conveying proper surgical technique and use of the device. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
This follow-up report is being submitted to relay additional information.

Manufacturer narrative:
Zimmer biomet complaint (B)(4). Unique identifier (UDI) number: (B)(4). Foreign country: (B)(6). Customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported one screw could not be gripped by the blade while closing the cranium during a brain tumor procedure. The procedure was completed with another screw of the size screw. Attempts have been made and no further information has been provided. No adverse events have been reported as a result of the malfunction.